Event description:
This is a spontaneous case report received from a physician in (B)(6) on 17-jun-2016 which refers to a adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted. The physician reported essure micro insert was fitted by another doctor more than 6 months ago from time of the report. The patient had discomfort during fitting and pain since. Patient did not attend hsg (hysterosalpingogram) confirmation test as fear of further pain. She was re-referred via gp (general practitioner), requesting removal. The reporter will remove essure micro insert in the next week or two and can provide patient contact details. Follow-up information received on 23-jun-2016: (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain (interpreted as pelvic pain). Essure micro insert will be removed. This event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, she experienced pain since essure insertion. Considering compatible temporal relationship and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal will be performed. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Follow-up received on 25-aug-2016: despite follow-up attempts, no response was given to date. Follow-up received on 24-aug-2016: ptc investigation result was provided. (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-aug-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1451 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain (interpreted as pelvic pain). Essure micro insert will be removed. This event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, she experienced pain since essure insertion. Considering compatible temporal relationship and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal will be performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs